Event description:
The implantable neurostimulator (ins) was turning off on its own. There was no known accident or incident related to the event. Follow-up with the pt's physician was recommended. The pt also had erosion at the lead location on the left side. The pt had an appointment scheduled with a surgeon for the erosion. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).